Event description:
Customer reported a malfunction alarm, which occurred multiple times on the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to replace the pump under warranty, instructed the customer on storage mode procedures, and confirmed the shipping address. The customer planned to continue using the current pump as backup therapy and was instructed to return the faulty pump within ten days using a pre-paid label.